Event description:
Customer reportedly received result of 382 mg/dl and a 123 mg/dl on an advantage system. Values were within 8 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.